Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the pt underwent a primary left l5-s1 spinal root decompression. Nine days later, the pt presented with "myospasms". The investigator noted the event as moderate in intensity. The physician prescribed physical therapy as treatment. It is unknown if the event resolved, as the pt was lost to follow-up, with no further data available. The investigator noted this event as unrelated to the administration of adcon-l. The investigator noted idiosyncratic effect as a possible explanation for the event.